Event description:
The customer reported that on (B)(6) 2011, they obtained erroneous, low and high glucose (glu) results generated from a unicel dxc 800 synchron system for eight patient samples. The initial, erroneous glu results were released from the laboratory, however there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. The initial results were repeated on another instrument and seven of the eight repeat results were found to be higher. In one instance the repeat result was slightly lower than the original result. Two results were within beckman coulter inc (bci) established precision claims. The difference in results was not clinically significant and the initial results were not amended. Instrument quality control (qc) and calibration results met customer established specifications the day prior to the event. On the day of the event, quality control results were 3 standard deviations outside lower established specifications. Repeat qc results were also outside lower established specifications. The instrument was recalibrated and qc results returned to within established specifications. The instrument electrode had been removed during maintenance activities prior to this event. Bci customer technical service informed the customer that removing/handling the electrode could affect instrument performance. The initial samples were collected in various gold top serum separator and lithium heparin plasma separator tubes, were decapped, and centrifuged on the automation line.

Manufacturer narrative:
Service was not dispatched to the site. The instrument electrode had been replaced 10 days prior to this event, however it is unclear as to whether this was the root cause of this event. A definitive root cause has yet to be determined for this event to date.